Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor (sam) event had occurred disabling the minute ventilation (mv) feature. A review of the device data identified a lead safety switch (lss) had been triggered due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Noise and oversensing was observed on the rv channel and the atrial channel. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested reprogramming the device to bipolar sensing configuration and unipolar pacing configuration. No adverse patient effects were reported.